Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Medtronic return product received with report, device was removed due to infection. Additional info has been requested and if received, a follow-up report will be sent.